Event description:
It was reported that the physician had difficulty filling the reservoir and they were unable to aspirate from the reservoir. The physician was only able to fill the pump with 7ml of drug last week. The hcp noticed air coming out of the pump; some air or liquid was noted to be moving through the pump tubing. They rotated the needle which seemed to help get the flow moving. They tried filling the reservoir after holding negative pressure for 5 minutes and they were still unable to fill. They had decided to explant the patient's pump. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).